Event description:
It was reported patient underwent a revision procedure one year post implantation due to pain. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). Medical product: femur cemented cruciate retaining (cr) standard left size 6 catalog # 42502606001 lot # 64382146. Persona stemmed tibia catalog # 42532006701 lot # 64884553. Stem extension tapered cemented 14 mm diameter +30 mm length catalog # 42557000114 lot # 64923078. All-poly patella cemented 32 mm diameter catalog # 42540200032 lot # 64776016. Report source: australia. Customer has indicated that the product will not be returned because requested but not returned by hospital. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 3007963827-2022-00239, 0001822565-2022-02686. Not returned by hospital.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.